Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient was hospitalized due to high blood glucose and diabetic ketoacidosis. Reportedly, her infusion set was not working and was sleeping. There was one infusion set that was crimped. She had high blood glucose level, positive results for ketone levels, nausea, vomiting, abdominal pain and difficulty in breathing. She self-treated herself with a shot. Her blood glucose level was 535 mg/dl at the time of incident and when she was admitted to the hospital. She received a drip as a corrective treatment. She was hospitalized for four days. Currently, her blood glucose was 400 mg/dl as she took a shot. No further information available.